Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that she was hospitalized for high blood glucose and diabetic ketoacidosis. Her blood glucose at the time of hospitalization was 449 mg/dl. The customer was treated with an insulin drip. Prior to her hospitalization she had also been using manual insulin injections in addition to her insulin pump therapy. She was not admitted into the ICU and was released from the hospital on the day of her phone call. Additionally, the customer mentioned that she had been hospitalized three years ago for a diabetic coma. Her son came home and found her; her blood glucose was 1,200 mg/dl. She was using insulin pens at the time and her pens were not delivering insulin properly. No products were shipped or returned.